Event description:
It was reported that the patient presented for an implant procedure. It was noted that the coronary sinus dissected during the left ventricular (lv) lead implant. The dissection was minor and seen on fluoroscopy and echocardiogram. No action was taken. The patient was asymptomatic and hospitalization was not prolonged by the event.